Event description:
On (B)(6) 2011, the patient had bi-lateral ifuse si joint surgery where three implants were implanted on the left side and three on the right. The patient continued to have back pain. One implant was malpositioned too medially and appeared to be the cause of the pain. On (B)(6) 2013, a different surgeon successfully removed the malpositioned implant with an osteotome. There were no serious complications with the procedure. No additional follow-up information has been provided to date.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause for the patient's back pain was a medially malpositioned implant.